Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: creases. Red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported a left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported a left side capsular contracture baker grade iii. Device has been explanted.